Event description:
This was a lead extraction of a sjm 1581 riata lead with externalized wires, the physician initially used a 14f glidelight catheter. After a short time, the physician noted that the lead was falling apart, so upsized to a 16f glidelight catheter with visisheath. As he worked to the innominate/svc junction, he noted that the vs had gotten hung up, so pulled back the 16f gl. He noted that the a-line had been lost (seen on tee). The patient had a small effusion at the beginning, but the effusion had become larger. The CT surgeon was already scrubbed into the case, so he immediately ordered blood (given within 2 minutes) and performed a sternotomy. An ra tear at the pericardial sack was identified and repaired. Patient was stable. Lead was removed during the sternotomy.